Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling of lips, nose, tongue and hands", anaphylaxis and "blood pressure sky rocketed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contraindications: ¿ juvéderm® ultra xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm® ultra xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm® ultra xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Adverse events: ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: ¿ all adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma.

Event description:
Patient reported that approximately 2 weeks after injection on (B)(6) 2017 with juvederm® type unknown in an unspecified injection site, the patient experienced swelling of lips, nose, tongue, and hands. It got worse and the patient went to the hospital and while at the hospital their blood pressure sky rocketed. Patient was given IV dexamethasone for anaphylaxis at the hospital. On (B)(6) 2017 the injecting physician prescribed prednisone and hc1 inhibitor. Patient has eliminated food, soap, detergent and the symptoms continue.